Event description:
Door cable clip (piece of metal) became dislodged and floated inside enclosed case. Possible hazard includes shorting of electronic circuitry and batteries, thereby causing operational and pt hazard. One cell of 4.8 v battery pack was extremely hot, possibly caused by electrical short circuit due to poor cable clip.